Event description:
The shoulder plate would not release and the depth gauge fell apart causing a 20 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.